Event description:
Guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was electively replaced due to an advisory issued on this device model. Subsequently, guidant received additional information that the left coronary sinus lead was fractured.